Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. During revision, the pump remained flat, and air was observed within the device. As a result, the device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. The patient experienced infection. During revision, the pump remained flat, and air was observed within the device. As a result, the ipp was explanted and a tactra was placed until the infection was controlled. Several months later the tactra was removed and a new ipp was implanted. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).